Event description:
It was reported during a balloon kyphoplasty procedure (bkp) at l5, a balloon was inserted into one side and inflated to 3cc when it ruptured. Lateral fluoroscopy imaging showed the balloon was lodged inside the vertebral body so the physician removed the cannula and the ibt (inflatable bone tamp) together to prevent the balloon from breaking off inside the patient. The balloon then ruptured, bursting in half, and the bottom half seemed to ¿bunch up at the bottom of the cannula" and remained lodged. The balloon was cut off at the shaft of the ibt and the remainder of the balloon was pulled out of the cannula successfully. Cement was injected into that side successfully and the other side was completed successfully using a different balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis visual and optical examination of the ibt balloon identified a radial cut perpendicular to the ibt shaft at the proximal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.